Event description:
Customer reported that he inserted a new sensor in abdomen and it started bleeding. Customer stated that the blood was squirting out and the site is actively bleeding. Customer instructed to apply firm pressure for approximately 3 minutes with a clean gauze until bleeding stops. Customer stated he started applying pressure before getting in contact. Blood is not visible on the sensor connector. The sensor was not tugged or pulled on after insertion. Sensor is not inserted away from restrictive clothing. Customer stated that the sensor is fully inserted and site is comfortable. Customer was advised to remove sensor as he stated that there was blood all around it; cannula was straight. Customer stated there is a bruise and a hard bump at insertion site and bleeding has stopped. Blood glucose is 112 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.